Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was powering off during use. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue started in (B)(6) 2012 when she first began to test with the subject meter; however, was intermittent. The patient mentioned the meter would power off at least once weekly. The patient mentioned when the meter was powered back on after it powered off during a test, it would either revert to the setup mode or it would display the apply sample message. The patient informed the csr that she manages her diabetes with a combination of oral medications and set dose of insulin (novolin) and denied making any changes to her usual diabetes management regimen due to the alleged meter issue. The patient informed the csr that she would eventually obtain a result when she retested with the subject meter after the meter powered off during use. The patient denied developing symptoms or receiving medical treatment due to the meter powering off during use. At the time of troubleshooting, the power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.